Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), cyst ("cysts"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), fatigue ("fatigue") and migraine ("migraines") and was found to have weight increased ("weight gain"), weight decreased ("weight loss") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, cyst, back pain, dysmenorrhoea, dyspareunia, abdominal pain, fatigue, migraine, weight increased, weight decreased and uterine leiomyoma outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, back pain, cyst, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, uterine leiomyoma, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for events: menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) conducted, however, results were not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received - previously reported event of injury was updated to pelvic pain. New events abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), fatigue, migraines, weight gain, weight loss, fibroids, cysts were added. Patient information and lab data were added no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.